Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section a1. Patient identifier:(B)(6). Section d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Section e1. Initial reporter phone: (B)(6). The device remains implanted, therefor, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Stroke is a known potential complication associated with the use of the enterprise2 vascular reconstruction device and is listed in the instructions for use (IFU) as such. There were no alleged quality issues related to the device, as the device performed as intended. The event of ¿acute cerebral infarction¿ was assessed by the pi as possibly unrelated to the study device and possibly related to the surgical procedure; therefore, the correlating relationship between the event and used device as a contributing factor cannot be ruled out completely. Additionally, the event was symptomatic and required medicinal treatment. Based on this information and the assessment of the pi, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ this file will be reassessed if new information becomes available. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported via the icad study in china, a 63-years old male patient (subject (B)(6) ) underwent a vascular stent placement using an unknown enterprise2 vascular reconstruction device (product code/ lot # unknown) on (B)(6) 2024. On (B)(6) 2024, the subject experienced the adverse event of ¿acute cerebral infarction.¿ the principal investigator (pi) assessed this event as not serious, mild in severity, and as possibly unrelated to the study device and possibly related to the surgical procedure. This event was treated with an unspecified medication. The outcome is recorded as ¿symptom disappeared without sequelae,¿ with an end date of (B)(6) 2024. This event was not a classified as a symptomatic cerebral hemorrhage or ischemic stroke. The event did not require or prolong inpatient hospitalization nor result in permanent impairment of body structure or body function there was no device deficiency. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, b5, g3, g6, h2 and h11. Section b5: additional/modified information was received on 03-sep-2024. Summary: regarding the event of ¿acute cerebral infarction,¿ the answer field for ¿if ischemic stroke, please select the classification¿ was updated from ¿[blank]¿ to ¿symptomatic intracranial arterial stenosis inside the vascular region.¿ a supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.